Event description:
It was reported that the patient passed away the day after the implant. The physician stated that the procedure was completed without incident and the device was programmed and provided adequate therapy. It was also reported that the patient had known heart issues and was a smoker. No other information has been received despite good faith efforts.